Manufacturer narrative:
Previously submitted expiration date and device manufacture date are no longer applicable. This report is submitted late and is captured within CAPA-(B)(4).

Event description:
Per complaint (B)(4), during clinical procedure,patient experienced loss or failure of implant to integrate due to mobility,pain and infection.